Event description:
The pt is reportedly experiencing pain and infection at her implant site. Programming adjustment were attempted, however, this did not resolve the problem. The pt was treated with IV antibiotics (type flucoxicillin), followed by oral antibiotics. The center is considering to do allergy testing for the pt.